Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced phrenic nerve stimulation and presented in clinic for routine follow up. Upon interrogation, high, out of range , pacing lead impedance and loss of capture was noted on the left ventricular lead. Lead dislodgement was suspected as it appeared that the lead could have been pulled out of the coronary sinus. The left ventricular lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies found